Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils was broken') and device dislocation ('the other could not be visualized') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and tooth fracture ("dental problems / 6 broken teeth"). The patient was treated with crowned. At the time of the report, the device breakage, device dislocation, discomfort, menorrhagia, pelvic pain, back pain, fatigue, alopecia and tooth fracture outcome was unknown. The reporter considered alopecia, back pain, device breakage, device dislocation, discomfort, fatigue, menorrhagia, pelvic pain and tooth fracture to be related to essure. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event coding changed from tooth disorder to tooth fracture. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils was broken') and device dislocation ('the other could not be visualized') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and tooth fracture ("dental problems / 6 broken teeth"). The patient was treated with crowned. At the time of the report, the device breakage, device dislocation, discomfort, menorrhagia, pelvic pain, back pain, fatigue, alopecia and tooth fracture outcome was unknown. The reporter considered alopecia, back pain, device breakage, device dislocation, discomfort, fatigue, menorrhagia, pelvic pain and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2013. Plaintiff is single and has two children. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, chronic fatigue, excessive hair loss, and dental problems. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In an effort to determine the cause of her pain, plaintiff underwent x-ray imaging and an ultrasound on or around (B)(6) 2015, which revealed that one of her essure coils are broken and the other could not be visualized. Consequently, her treating physician recommended that she undergo a hysterectomy to have the essure coils removed. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of product technical complaint (ptc) received on 05-jul-2016: ptc global number (B)(4). A hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented increasingly severe and chronic pelvic pain. 3 years after placement, in an effort to determine the cause of her pain, she underwent a x-ray imaging and an ultrasound, which revealed that one of her essure coils are broken and the other could not be visualized. Device dislocation is listed while device breakage is unlisted in the reference safety information for essure. According to the product technical complaint analysis, the possibility of the micro-insert breaking is an anticipated event. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated. However, the device may not be actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. In this particular case, since the essure inserts are still in the patient, a device breakage cannot be excluded. Given the nature of this event it is considered related to essure. This case is regarded as incident due to serious injury associated with essure. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.